Event description:
Pt underwent endoscopic retrograde cholangiopancreatography (ercp) with use of a fujinon eve 530 series endoscope. Pt was reported positive for carbapenem-resistant enterobacteriaceae (cre). Endoscope was cultured and proved to be positive for cre despite following MFR's recommendations for high level disinfection. Fujinon corporation mfrs the endoscope and is located in (B)(4).